Event description:
It was reported by (B)(4) stryker medical field service rep, though sr# (B)(4) that the jack was drifting and the brakes would not hold. There was no pt involvement or adverse consequences reported.